Event description:
It was reported the parkinson¿s disease patient¿s ¿stimulation effect was lost¿ and that they ¿received no stimulation.¿ impedance testing was performed and found impedances were ¿equal to or high than 2000 ohms¿ with ¿high impedance values¿ noted. The patient¿s lead was replaced as a result of the event. Following the replacement of the lead, the patient¿s impedance values were ¿normal¿ and the system was ¿working well, without further issue.¿ it was noted that ¿no further harm to the patient had occurred¿ and there were ¿no complications.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3389-40, lot# v671225, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4). Device evaluation: analysis of the lead found that all conductors were ¿broken 3.3 cm from the proximal end.¿

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0c8zq, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead.